Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and a partial tip separation occurred. It was reported that the catheter has physically separated between the tip transition on the outer sheath. This was discovered after being taken out of the packaging but before being inserted into the sheath. When the catheter was replaced, the issue resolved. The separation was partial but the tip was still attached. No internal components was exposed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. No exposed wires were observed and the shaft and tip were observed within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The tip fully separated issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain (IFU) the following recommendations: using aseptic technique, remove the catheter from the package and place it in a sterile work area. Inspect the catheter carefully for electrode integrity and overall condition; the sterile packaging and catheter should be inspected prior to use. Do not use if the packaging or catheter appears damaged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
On 14-jan-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and a partial tip separation occurred. It was reported that the catheter has physically separated between the tip transition on the outer sheath. This was discovered after being taken out of the packaging but before being inserted into the sheath. When the catheter was replaced, the issue resolved. The separation was partial but the tip was still attached. No internal components was exposed.